Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while searching for the pulmonary veins in the patient who was reported to have "difficult anatomy", the mapping catheter was noted to "not go to a good place, went too far". The ablation was stopped at this point as the blood pressure was decreasing. Tamponade was suspected which was confirmed by echocardiogram. The procedure was aborted and the patient was under general anesthesia. With echo assistance, 1.2 liter of blood were removed from the pericardium and due to the amount of blood loss, the decision to consult a thoracic surgeon and open the patient's chest was made. Upon opening the patient's chest, one hole was found in the left superior pulmonary vein (lspv) and one in the atrium. The lspv was patched and the patient was hospitalized for recovery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.